Event description:
It was reported that following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal vip was deployed in the common femoral arteriotomy. Hemostasis was achieved. A pre-deployment angiogram was not performed and a 6f procedure sheath had been used. There was no peripheral vascular disease, scarred or fibrotic tissue at the puncture site. The pt ambulated 2 hours later with no reported problems. Four hours post procedure, while the pt was resting in bed, a hematoma developed and manual compression was applied. The pt was discharged from the hospital. The pt is reported to be fine. The pt's hospitalization was extended due to the event. The device was not available for product eval as it remains in the pt.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.